Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated atrial pacing capture threshold was intermittent. It was noted the atrial capture management daily trend showed intermittent capture and thresholds ranging from 0.25-0.625 volts from (B)(4) 2015.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device interrogation, the right atrial (ra) lead exhibited a failure to capture. The physician noted the thresholds would be checked again at a later date. A device interrogation was consequently carried out a couple weeks later and a low r-wave measurement was observed, along with right ventricular (rv) lead undersensing. It was noted the ventricular pacing may have increased due to the ventricular undersensing, therefore, the sensing sensitivity parameters were adjusted and the ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.